Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas touchscreen became unresponsive when the user attempted to change the cartridge, and inspection revealed a crack on the top of the screen consistent with a damaged display component. Symptoms included inability to access the menu, acknowledge alarms, or operate on-screen functions. Outcomes included cessation of ilet use, transition to backup insulin, and continuous glucose monitoring through a mobile app as an interim measure. Investigation included remote troubleshooting and education, verification of device details and shipping information, and arrangements for device replacement with return of the original unit. Investigation of this case revealed physical damage to the screen as the cause of the unresponsive user interface, consistent with a broken display assembly and resultant device operational failure. It was concluded, based on previously established findings for similar reports, that the cause was user-inflicted physical damage leading to device damage and functional impairment.